Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that the patient had extensive back surgery to their lower back. After 3 months of pain the patient called their health care provider (hcp) who suggested they meet a manufacturer representative on (B)(6) 2019. The manufacturer representative noted that the stimulator was wearing out and needed replacement. The replacement was performed (B)(6) 2019. The follow-up appointment for the replacement would be on (B)(6) 2019 to see how things were and if adjustments were needed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's pain has been resolved since their surgery. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2019, the patient had a back surgery (unrelated to the device/therapy), and since that surgery the ins hadn't been working as good as it could, and they needed the ins reprogrammed. It was noted the surgery was on their back and not on the ins. A request was made to meet with a manufacturer representative (rep). They were redirected to see a doctor to have an appointment with a rep scheduled. Physician listings were sent to the patient since it was reported the patient did not have a managing physician. No further complications were reported or anticipated.